Event description:
Pathological markers have been provided, noting cd30+ and alk-. Patient prescribed thyoxin -50mcgs daily, tetroxine (20 mcgs daily, duromine 40 mcgs dails.

Manufacturer narrative:
Code (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and suspected alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported seroma on left side and informed that patient tested positive for alcl lymphoma markers. No pathological markers were provided. Histopathology report noted alcl. The device has been explanted. Healthcare professional reported thyroid lymphoma which is considered not device related. The device has been explanted.